Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic area pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") in a 40-year-old female patient who had essure (batch no. A67121-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, hyperlipidemia, glucose increased, stress, head discomfort, foot injury, swelling nos, diabetes, pain in elbow, uterine bleeding, hypertension, low back pain, nausea and smoker. On (B)(6) 2013, patient had undergone essure confirmation test. Concurrent conditions included obesity. Concomitant products included atorvastatin, clonazepam (klonopin), hydrochlorothiazide, lisinopril, metformin, nystatin, oral contraceptive nos, paracetamol (acetaminophen) since (B)(6) 2012 and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy. And ablation on (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, menstrual disorder, migraine, dysmenorrhoea, headache, anxiety, depression, weight increased and hot flush outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 249 lbs. Approximate weight at the time of essure placement 255 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, menorrhagia, anxiety, migraine, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 7 and fu 8 processed together. Pfs received, event added- hot flashes. Events onset date added, outcome of the event pain has updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic area pain'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal vaginal bleeding/ abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. A67121-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, hyperlipidemia, glucose increased, stress, head discomfort, foot injury, swelling nos, diabetes, pain in elbow, uterine bleeding, hypertension, low back pain, nausea and smoker. On (B)(6) 2013, patient had undergone essure confirmation test. Concurrent conditions included obesity. Concomitant products included atorvastatin, clonazepam (klonopin), hydrochlorothiazide, lisinopril, metformin, nystatin, oral contraceptive nos, paracetamol (acetaminophen) since (B)(6) 2012 and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), 28 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy. And ablation on (B)(6) 2014). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dyspareunia, fatigue, menstrual disorder, migraine, dysmenorrhoea, headache, anxiety, depression, weight increased and hot flush outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. She received treatment for abnormal vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: result not provided.. Current weight as of (B)(6) 2018: (B)(6) . Approximate weight at the time of essure placement (B)(6) . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, menorrhagia, anxiety, migraine, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of events "pelvic pain, abnormal vaginal bleeding, menorrhagia was changed to recovered". Lab data updated to essure confirmation test conducted "yes". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)") and pelvic pain ("severe pelvic pain/ pelvic area pain") in a (B)(6) female patient who had essure (batch no. A67121-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), fatigue ("fatigue") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dyspareunia, fatigue, menstrual disorder, migraine, dysmenorrhoea, headache, anxiety, depression and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. (B)(6). Approximate weight at the time of essure placement 255 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2013 to (B)(6) 2012. Events anxiety, depression, weight increased were newly added. Ablation was added as treatment for vaginal bleeding and menorrhagia, case category updated to incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.